Manufacturer narrative:
(B)(4).

Event description:
It was reported that one-day post implant, high capture threshold, low r-wave and decreased pacing lead impedance were observed. An ultrasonography was performed and revealed lead perforation. During revision, the helix could not be retracted. White material debris was noted inside the helix. The lead was replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found. It is believed the "white material in the helix" was the steroid plug. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.